Manufacturer narrative:
The motor error alarmed during basic occlusion test due to faulty force sensor resister (gold). The unit was unable to perform basic occlusion, occlusion, prime/compromised force sensor, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. All of the buttons function properly, however moisture damage was found on keypad traces. There was no button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, reservoir tube lip and pump belt clip slot.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and was followed by a button error. There alarm occurred during the bolus process. The caller did not know the blood glucose reading. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.